Event description:
Initial report received on 11-oct-2010: this case was reported by a division of evidence based medicine in dermatology (B)(6) via the (B)(6) health authority (B)(6). This group is conducting an injectable filler safety-study. The aim of the study is to register adverse events to these injectable filler materials in the (B)(6). This case involves a (B)(6) female patient. In (B)(6) 2005 the patient had been treated with poly-l-lactic acid (sculptra, batch-no. Unknown); application site: glabella. In (B)(6) 2005, the patient suffered from pain as well as nodules/induration (mild to moderate intensity) in the area of the glabella. Corrective treatment was not mentioned. Outcome: ongoing at the time of the report. Assessment (from division of evidence based medicine in dermatology): the events were probable related to the treatment with poly-l-lactic acid.